Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 20 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent strut were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 4.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage as the distal stent struts were lifted and overlapping. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. A visual examination of the outer lumen, inner lumen and mid-shaft sections identified multiple kinks along the length of the polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 20 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent strut were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.